Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of system error 324 through the history log, but could not reproduce it during eval. The device was operating out of specification with respect to the reported symptom. The upper auxiliary assembly and input/output printed circuit board were replaced as they are known contributors to be reported symptom.

Event description:
It was reported that a spectrum pump alarmed system error 324 during pt care in the intensive care unit. It was also reported that there was no pt injury.